Event description:
A endurant ii stent graft system was implanted for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was reverse funnel and measured 25mm in diameter. The right iliac diameter measures 11mm. It was reported that following device implant, the physician used ivus to verify that the grafts were patent. During ivus, the physician noted that the ipsilateral limb was very narrow between the gate and the flow divider so the physician relined that area with an endurant stent graft. The stent graft extended to the external iliac artery but the patient had already had staged coil of internal iliac no additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).